Event description:
It was reported that the ilet user experienced a prolonged high glucose after consuming excess carbohydrates to avoid hypoglycemia during a softball game and not announcing the meal; the infusion set was a teflon inset 23-inch placed on the thigh, and the highest dexcom g7 cgm reading reached 300 mg/dl for approximately three hours. Symptoms included hyperglycemia, headache, and fatigue. Outcomes included no health consequences or lasting impact. Investigation included communication with the caregiver and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect method, and involvement of the user interface due to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.